Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
After extraction of t2 tibial nail, the foreign substance was found at the hole of bone by x-ray. It is considered that it is the debris of the locking screw.